Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential retroperitoneal bleeding postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity postoperatively resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: unknown due to unknown date of event d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had a late bleed from an angio-seal device. The fellow stated that it was approximately forty-eight hours after deployment of angio-seal when the patient had the bleed. She had picked up her grandchild (unknown weight) and felt a pop. Additional information was received on 17jan2024: the patient experienced a small retroperitoneal bleed. After the patient heard the "pop", she went to the emergency department. A computed tomography (CT) was performed where a small retroperitoneal bleed could be seen. The patient was monitored and released without any intervention needed. The patient remained stable throughout.